Manufacturer narrative:
The reported product is an unknown baxter cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that the caregiver did not verify if the patient line was fully primed. The cycler captured the event of air in the tubing by alarming system error 2240. It was reported the patient had "air in them" and was taken to the emergency room; however, it was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. No additional information is available.